Event description:
It was reported that patient had gone through "some withdrawal back in (B)(6) and (B)(6) of 2010 but nothing severe; 'it was not necessary to go to ER for withdrawal'. It was further stated that patient 'let pump run dry two years'; after moving to a different state, patient no longer needed the pump therapy due to warmer weather and was looking into getting it explanted. Patient was released by their previous hcp who was managing the pump; it was stated that the hcp was aware that patient was going off of the pump therapy and had provided oral medication. Drugs delivered via the device were hydromorphone and baclofen. As of the date of this report, patient had some pain in her legs and lower back but it was not severe. Patient was trying to find a healthcare provider (hcp) to have her pump explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.